Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump buttons get stuck and had no delivery alarm. The customer's blood glucose level was 265 mg/dl. The customer reported that time on the insulin pump did advance. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional instruction. The customer advised the pump will need to be replaced. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. No button error alarm during testing, passed self test. However, device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted.